Manufacturer narrative:
Summary of analysis: the lead with receieved with kinked coils. The kink was caused by the stylet protruding through the inner lumen during implant. The lead passed all electrical tests.

Event description:
The rptr indicated that the stiff (white) "j" stylet perforated the lead approx 6 inches from the connector located outside of the pt's body.